Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit shuts off and restarts when ventilation is started resulting in the loss of mechanical ventilation. There was no report of patient injury.